Event description:
Pt was operated in 2000. Put full weight bearing on affected leg. Was told not to be full weight bearing. Weight bearing on crutches only. Etoh abuser. Pt treated by removing device and implanted femoral nail without incident.